Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on behalf of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient experienced itching on their back near where the leads were. It was reported that the ins was implanted in the lower right quadrant of the back and the leads were placed cervically. The itchy region was on the back, sub-scapular, and about 6-7 inches in diameter. The patient also reported that occasionally they would feel a shocking sensation and that it had been happening off and on ¿all along.¿ it was noted that the patient had the stim on 24/7 and the therapy seemed to be working well. No further complications are anticipated.